Event description:
Device 1 of 2 (see MFR report # 1627487-2010-03146 for device 2). On (B)(6) 2009, the pt received her scs system consisting of an ipg and two percutaneous leads. It was reported that the pt experienced a sudden loss of stimulation. Efforts to resolve the issue via reprogramming proved unsuccessful. X-rays revealed that both leads had migrated with one of the devices out of the epidural space. On (B)(6) 2010, the pt's leads were replaced. When the physician went to connect the new leads into the header of the existing ipg, the set screw came loose from the grommet. The physician attempted to retrieve it with no success. Consequently, the pt's ipg was replaced as well. Effective stimulation was recaptured for the pt. Devices have not been returned to the manufacturer.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. The lead passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.